Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The doctor was unwilling to provide additional info.(B)(4).

Event description:
A doctor reported that a glaucoma filtration shunt became exposed due to a thin scleral flap. The pt had an intraocular pressure increase caused by adhesions obstructing fluid flow from the anterior chamber. The shunt was explanted. The doctor was unwilling to provide further info.